Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the listed device was not holding air in the balloon and suspected to be leaking. No adverse health outcome resulted from this event.

Manufacturer narrative:
One unused tracheostomy tube was returned for evaluation. Visual inspection found the sample to be in good condition with no obvious defects. Tracheostomy tube cuff was inflated using a syringe filled with air and then fully submerged in water to test for leaking. Air was observed to be escaping from a clear tear approximately 0.33mm in length. Tear appeared to have been caused by a sharp tool, possibly the scalpel which is presented in the tracheostomy kit. During manufacturing process the tracheostomy tubes are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over time are considered a failure and device rejected. Investigation did confirm the reported failure of leaking; however unable to determine a definitive root cause of when and how the cuff was damaged.